Manufacturer narrative:
The device lot number is unknown and the device was not returned for evaluation as the device was discarded. Complaints will continue to be monitored for any trends. If more information are provided in the future, a supplemental report will be issued.

Event description:
Patient experienced a skin burn at access site during conclusion of venclose procedure. The burn was noticed right after the procedure and was quickly treated with burn cream. The wound healed well with no further intervention.